Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had high blood glucose levels of over 423 mg/dl. Customer declined troubleshooting customer also stated they do not recall any significant events that lead to the alarm or if the device was dropped. Advised customer to replace insulin set and revert to back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.